Event description:
During a periodic review of programming history, high impedance was observed. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.